Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two (2) pieces. There was contrast in the inflation lumen and blood between the balloon folds. The balloon was tightly folded. Microscopic examination and tactile inspection presented no damage or irregularities to the inner or outer shafts. Microscopic examination revealed numerous kinks throughout the hypotube and a complete hypotube separation 17.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-february-2016. It was reported that a hypotube break in a location that cannot enter the body occurred. A 3.50mm x 12mm emerge¿ balloon catheter was advanced to dilate the lesion. However, during the procedure, the balloon shaft broke the distal portion of the hub. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed a hypotube break that can enter the body.